Event description:
Additional information indicated that the patient had device replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) stopped working. They started going to the bathroom all the time. The patient programmer is showing a poor communication screen. The last time they saw their healthcare provider they said the ins battery was going to be gone. The patient said their symptoms have been gradual throughout 2016. The ins was indicated for interstim-other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.